Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 22 mmol/l (396 mg/dl) and ketones measured 5.4 mmol/l while wearing the pod between 5 and 24 hours symptoms reported include extreme fatigue, thirst, frequent urination and dry mouth. The patient was treated with intravenous glucose and insulin the whole night and the next day prior to being released. Patient did not state the specific amounts of insulin and glucose given. The pod was removed from the patient's abdomen at the hospital and discarded. The patient was released the following day on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.